Manufacturer narrative:
Facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest tightness and headache within 30 minutes of starting dialysis treatment with one (1) unit of polyflux 14l. The patient was treated with dexamethasone (5mg intravenously). The treatment was stopped 30 minutes early and the patient symptom was reported to be in remission. No additional information is available.